Event description:
Customer reported a damaged footswitch. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and replaced foot switch. System operates as intended. This MDR is related to ge healthcare complaint.